Event description:
It was reported that clinician and/or any patients have encountered initial insertion unsuccessful while using the microintroducer in this case / for this patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that clinician and/or any patients have encountered initial insertion unsuccessful while using the microintroducer in this case / for this patient.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.